Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during surgery vitrectomy probe did not cut, noise was abnormal and air leakage from connector. The surgery was completed after reinserting the connector. The patient impact and procedure details were not reported. Additional information has been requested but none received till date.